Event description:
Per independent repair center statement, the irc5p concentrator was alarming (red light). The key failure was saturated sieves. Additional malfunctions were leaking hose clamps, contaminated manifold and leaking tie wraps.